Event description:
The user was sent to the emergency department on (B)(6) 2025 and then followed up with a physician du to swelling and pain. They did a CT and gave a pressure dressing as well as oral antibiotics. The user continued to experience ongoing pain and swelling; thus, he underwent a procedure on (B)(6) 2025 to evacuate infection and blood from under the skin flap and assess implant integrity, which was confirmed as functioning normally, and the clinic decided to preserve the current device with plans for potential use in 3-4 weeks if healing progresses.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from discomfort at the implant site due to an infection and swelling. A medical treatment to evacuate infection and blood from under the skin flap was performed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The device remains implanted and in use. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was sent to the emergency department on (B)(6) 2025 and then followed up with a physician. They did a CT and gave a pressure dressing as well as oral antibiotics. The user continued to experience ongoing pain and swelling, thus he underwent a procedure on (B)(6) 2025 to evacuate infection and blood from under the skin flap and assess implant integrity, which was confirmed as functioning normally, and the clinic decided to preserve the current device with plans for potential use in 3-4 weeks if healing progresses.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.